Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. The expulsor will be calibrated or replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump's delivery rate varied. There was no reported patient involvement.